Event description:
The customer stated that a falsely elevated architect magnesium result of 7.1 meq/l was generated for a patient (B)(6) on (B)(6) 2022. The patient was redrawn and the result was 1.7 meq/l on a different architect analyzer. The initial sample was then retested on both architect analyzers and the results were 1.7 meq/l. Based on the falsely elevated result, the patient was given an infusion of calcium gluconate and saline. There was no resulting harm to the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer support specialist (css) resolved the issue by instructing the customer to replace the cuvette dry tip, r1 probe, and perform a cuvette wash. No additional discrepant result issues have been reported since the troubleshooting activity was completed. The instrument service history review revealed zero additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.